Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the criteria for the right ventricular lead integrity alert were met. Impedance trend on the rv (right ventricular) pacing lead was variable, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Lead failure predictor triggered on (B)(6) 2016 for lead impedance variation in last 60 days and ventricle-sensing integrity counter (sics) greater or equal to 30 in 3 days. One hundred and thirty two ventricle-sics since last session 13.5 ago. Fifteen non-sustained tachycardia episodes with ventricle-ventricle intervals less than 220 milliseconds between (B)(6) 2016. Right ventricular (rv) pace impedance steady at approximately 400 ohms through (B)(6) 2016, begins to vary between 380 ohms and 2033 ohms starting week of (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing sensing integrity counter (sic) and high impedance. The lead trend showed rising and unstable impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis found the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.